Event description:
Physician reported that a pt underwent repair of an epigastric hernia in 2006. The pt presented the following month, with a partial wound dehiscence and thinning of the skin at the surgical site. The thinning skin was removed and a granuloma excised. Suture material of pds was observed within the granuloma mass. The pt was allowed to heal by secondary intention.

Manufacturer narrative:
Conclusion code: conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.